Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to connect to an electrode belt. The monitor's electrode belt guide pins were damaged, preventing the monitor to connect to a belt. Additionally, contamination was found inside the monitor. The root cause for the damaged connector was excessive force. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.